Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the prograsp forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the prograsp forceps instrument (part# 471093-11/ lot/serial# k10220208 0503) associated with this event has been performed. Per this review of the logs, the prograsp forceps was last used on (B)(6) 2022 via system sk5726. There were 5 uses remaining after this last usage. A review of the procedure log showed the site performed this simple prostatectomy surgical procedure on (B)(6) 2022 via system sk5726. This complaint is being reported due to the following conclusion: it was reported that the pin of the prograsp forceps instrument was detached. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the fixing pin at the prograsp forceps instrument ¿s tip came off. A backup instrument of the same kind was used to continue the procedure. There was no report of fragments falling inside the patient. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The customer was able to remove the instrument from the cannula and confirmed that no fragment fell inside of the patient. There was no patient injury/harm. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.

Manufacturer narrative:
Additional information can be found from the following fields: d9, g3, g6, h2, and h3 failure analysis (fa) information can also be found in section h6 and h10 intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "the fixing pin of instrument tip came off". The instrument was found to have the grip pin dislodged at the distal end. The common cause of the failure mode dislodged instrument grips pin are attributed to manufacturing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) completed further evaluation on the prograsp forceps instrument involved with this complaint. Advanced failure analysis confirmed the initial failure analysis findings. The instrument was confirmed to have a dislodged grip pin which was attributed to manufacturing. There was no damage observed to the pin and the pin appeared to be properly swaged.

Event description:
Refer to h10/h11 for follow-up information.